Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, a ruby coil was unable to advance at all within its introducer sheath and, therefore, the ruby coil was removed. The procedure was then completed using new ruby coils. There was no report of an adverse effect to the patient.